Event description:
Upon receiving implant sheets it was discovered that the patient had a primary surgery on (B)(6) 2013 and was revised on (B)(6) 2013.

Event description:
Upon receiving implant sheets it was discovered that the patient had a primary surgery on (B)(6) 2013 and was revised on (B)(6) 2013.

Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper cocr lfit head 26mm/0, cat# 06-2600, lot# mlmdry; secur-fit max 127 hip stem #8 cat# 6052-0830s, lot# mma8a3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. The complaint history review could not be performed as no device specific failure modes for revision were specified the event could not be confirmed. The exact cause of the event could not be determined because no device specific failure modes for revision were specified. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.